Event description:
The iab was inserted into the pt on 8/31/97 at 10:30 a.m. And removed on 9/4/97 at 4:15 p.m. The iab did not malfunction. The pt had major ischemia and an amputation was required. Event complications: major ischemia/amputation-reported 12/10/97. Pt's current status: nursing home-rpt'd 12/10.